Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report a history anomaly. The customer's blood glucose level was unknown. The device passed the self-test. The customer's device was replaced and returned.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No missing bolus in bolus history screen or history anomaly noted. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.